Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a partial lead (connector end) was returned in one piece measuring 20.2 cm. External insulation abrasion due to friction to the device can was noted breaching the outer insulation and exposing the outer coil at 7.8 cm to 7.9 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.